Event description:
Dealer advised spot weld broke where it attaches to the chair on the front riggings.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.